Event description:
Percclose proglide - one foot was retained in the body. Perclose was deployed to radiofrequency ablation using preclose technique but presence of one of the footplates was retained in the body. At the completion of the procedure, a femoral angiogram was performed. Poor flow was appreciated by the mds. Vascular surgery team consulted emergently and evaluated patient in the ccl. Patient rushed to the operating room for emergency right groin cutdown and exploration and subsequent treatment.